Event description:
It is reported that a customer received a threshold suspend on their insulin pump. The patient's blood glucose level was unknown. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose and stated that the issue might have to do with the transmitter and not the sensor. The customer was educated on how the sensor and blood glucose readings worked. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.